Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing resulting in pacing inhibition and asystole greater than 2 seconds. Surgical intervention was performed and the associated right ventricular lead was surgically abandoned. No other adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.